Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is showing a red x with wings. (Red x and hour glass in the rfu indicator). There was no patient involvement.